Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported there was no stimulation sensation. The patient was tasered three weeks prior and had not been able to get the stimulator to work. It was noted the patient could still recharge the implant. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.